Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer's adc freestyle libre reader does not turn on by button or by test strips. On (B)(6) 2019, the customer was at school and experienced rapid heart rate, tremors, and lost consciousness. Emergency services were called and the customer received unspecified treatment for their symptoms. There was no report of death or permanent injury associated with this event.